Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt's pump and catheter were removed due to possible infection. The pt recovered without sequela. The drug infused was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.